Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side implant deflation and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. This is the left side record. Device remains implanted.